Manufacturer narrative:
Voluntary medwatch form received: mw5184423. UDI is not available as product information was not provided.

Event description:
Voluntary medwatch form mw5184423 received states: high svc impedance alert.